Event description:
Boston scientific received information that during a normal device change out procedure, this right ventricular (rv) lead exhibited high out of range pacing impedance measurements and high threshold measurements in bipolar. The lead was programmed to unipolar and all lead diagnostics were acceptable. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.